Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 4.11e. Retainer ring = black. Customer returned pump for alleged insulin flow blocked alarm, rewind/prime anomaly, battery charge lasting less than expected, failed battery test, and damaged battery cap found on (B)(6) 2021. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit successfully downloaded to thus. No unexpected insulin flow blocked alarms during testing and verified pump alarmed no unexpected insulin flow blocked in the downloaded pump history. No rewind/prime anomaly noted during testing or in pump downloaded history. No low battery or failed battery test alarms during testing or in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump not received with original battery cap. Battery cap cracked/damaged unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Unit may have had an intermittent failure not detected during our testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, and minor scratches on lcd window. In summary, customer allegation for insulin flow blocked alarm, rewind/prime anomaly, failed battery test, and battery charge lasting less than expected was not confirmed. Pump not received with original battery cap. Battery cap cracked/damaged unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that battery cap cracked/damaged, charge/battery lasts less than expected, failed batt test, rewind anomaly, prime/fill anomaly, no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.